Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) the implantable neurostimulator (in s) shut itself off twice before (B)(6) 2016. There were no falls or traumas reported related to this issue. Currently the device was at elective replacement indicator (eri) with a battery voltage of 2.5 volts. It was noted the clinician programmer showed the consumer used the ins 61% of the time with 92 total hours since the last session on (B)(6) 2016. According to the rep. There was nothing found to cause the decrease in power of the battery, but when the rep. Interrogated the battery it was found to be low and needed to be replaced so they were in the process of having surgery scheduled to have the battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.